Manufacturer narrative:
Batch review performed on 07-04-2025. Lot 2416296: (B)(4) items manufactured and released on 27-09-2024. Expiration date: 2029-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 month and a half the patient came in reporting instability. The surgeon revised the metaphysis and liner. The surgery was completed successfully.